Manufacturer narrative:
Device evaluation no device is expected to be returned for evaluation. The evaluation is currently in-process. A follow up report will be sent when the evaluation has been completed.

Event description:
The user reported that while exchanging the sheath it was observed under fluoroscopy that the tip of the sheath had become disconnected from the shaft. The tip of the sheath was snared out of the patient. No patient harm or injury was reported.

Manufacturer narrative:
The defective device is not expected to be returned for investigation. Because the unit was not returned, the root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. If the device is returned in the future this investigation will be reopened and a follow up submitted.